Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator malfunctioned on a patient who then coded. The customer stated the respiratory therapist tried trouble shooting issues with no success (the tidal volumes were not registering anything above 100 mls). The customer stated that the patient was revived, the tracheostomy tube was changed and the patient was placed back on the vela ventilator but the same issue occurred. The patient's ventilator was changed out to a rental with no further issues.